Event description:
A remstar auto a-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center found blower foam degradation and visible foam particles inside the blower kit. In addition, the service center found contamination from dust and error code e063 (err_stuck_knob_key), e055 (err_therapy_queue_full) and e066 (err_stuck_encoder_b). The device was scrapped by the service center after the evaluation was completed.